Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system was missing cine images following a case. No pt injury was reported.